Event description:
Customer reported receiving readings of 33 mg/dl on (B)(6) 2013, and 36 mg/dl on (B)(6) 2013 on his adc blood glucose meter, which he perceived to be lower than he felt. Customer stated he "never really gets high readings on the meter but was brought to an emergency room because of the (meter) readings." Customer further reported that on an unknown date he experienced symptoms described as "thirsty, hungry, and weak" and stated he suffered a loss of consciousness. Customer went to the hospital and a reading "over 500 mg/dl" was reportedly obtained on a hospital meter. Customer was diagnosed with diabetic ketoacidosis (dka), and he denied being administered glucose or any new medication. Customer could not recall any other services or treatment provided at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. (B)(4). Additionally, since the customer did not properly set the date/time as instructed per label copy, it is unknown whether or not the readings reported by the customer were taken within any proximity to the hospitalization all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1364744) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.